Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after the lens was loaded into the cartridge in combination with the injector, the plunger scratched the lens during the lens advancement phase of a cataract with intraocular lens (iol) implant procedure. The surgeon did not use the lens. Additional information has been requested.